Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable cord would not deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. No blood or visual defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 reference adapter cable and reference power supply vh-3010 at level 3. The device passed the pre-cautery test, it produced steam and heart during 5-second activations and shut off when the toggle was released. The device was measure for continuity using a calibrated multi-meter. Continuity was measured across all pins. We were unable to reproduce the reported failure during testing of the unit. Based upon the evaluation results, the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable cord would not deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.